Manufacturer narrative:
It was reported by the patient that, while driving in the car to the doctor's office, her device allegedly started to smoke. Once she arrived to the office, she was placed on clinic-provided oxygen. An internal investigation was initiated to determine the cause of the malfunction. It was confirmed that the motherboard had malfunctioned, causing the device to overheat. The device functioned as intended and shut down to prevent further overheating.

Event description:
It was allegedly reported by the patient that their g4 battery would not take a charge and that the unit was getting hot. The patient swapped out the battery and used the unit in the car the following day while on the way to her doctor's office. It was reported that, when the unit was turned on, it allegedly began smoking. Once she arrived at the doctor's office, she was provided with oxygen and a wheelchair.